Manufacturer narrative:
Investigation summary: based on the available information no problem was detected; the product was retained by the hospital and was not returned for analysis. Device technical analysis: the device has not been returned for analysis. Therefore, the root cause of the reported clinical observation cannot be confirmed and no problem was detected. Investigation conclusion: based on the available information (and in the absence of device return) no problem was detected.

Event description:
It was reported that this lead was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Investigation summary: based on the available information no problem was detected; the product was retained by the hospital and was not returned for analysis. Device technical analysis: the device has not been returned for analysis. Therefore, the root cause of the reported clinical observation cannot be confirmed and no problem was detected. Investigation conclusion: based on the available information (and in the absence of device return) no problem was detected.

Event description:
It was reported that this lead was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that this right atrial (ra) lead exhibited intermittent loss of capture (loc) and intermittent p-wave undersensing. The undersensing resulted in intrinsic qrs being labeled as a premature ventricular contraction (pvc). The lead was discarded following explant and will not be returned.